Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. There was also a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2011, programmer shows alert occurences on all leads the day of implant for high impedance, then changes to a nominal range between (B)(6) 2011.

Event description:
It was reported that the patient had diaphragmatic stimulation. It was also reported that the left ventricular (lv) lead had increasing thresholds and high impedances. The device was reprogrammed and the lead is still in use. It was further reported that during the implant of the lv lead the right ventricular (rv) lead impedance alert was triggered likely due to an unconnected lead at the time that ventricular fibrillation (vf) detections were turned on. The rv lead is still in use. No patient complications have been reported as a result of this event.